Event description:
It was reported that the fiber broke near the connection to the laser, causing energy to scape at the break location. Smoke at the break location occurred but it was brief and stopped when the console went into standby. There was no injury to the fiber user or patient. A new fiber was utilized to complete the procedure.

Event description:
It was reported that the fiber broke near the connection to the laser, causing energy to scape at the break location. Smoke at the break location occurred but it was brief and stopped when the console went into standby. There was no injury to the fiber user or patient. A new fiber was utilized to complete the procedure.